Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump being used for aortic venting stopped functioning. No visual or audible messages appeared on the pump or the console's central display. The user transferred the vent tubing to a spare roller pump on the base and continued the procedure with no delays. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.